Event description:
Health professional reported they will be allegedly "replacing a port" with no additional information as to why it is being replaced. It is unknown if a surgery for explant or treatment has been scheduled. Follow-up findings: "reported the patient has a suspected leak at the port or tubing, and it was first noticed when the patient came in for a fill and there were only 3 ccs when there should have been 4." There were "radiology tests" performed at that time, however, the results were inconclusive. A decision regarding a revision surgery is pending confirmation of leakage.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device no performed analysis at this time. Further information from the reporter regarding the serial number, implant physician and the patient data has been requested. The patient was implanted outside of the country and this information may not be available to the reporter. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient a have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."